Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the radial artery. The 90% stenosed, de novo lesion was located in a moderately tortuous and severely calcified mid left anterior descending (lad) artery. The physician advanced the 2.0mm x 12mm apex balloon catheter. On the first inflation the balloon was partially inflated to 12atms and ruptured. The device was removed from the patient intact and replaced with a 2.5mm x 8mm quantum maverick balloon catheter. A 3.0mm x 12mm promus stent was then implanted in the mid lad. No patient complications were reported and the patient's status is good.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 4. The home patient was connected at the time of the alarm and the cause of the alarm was unknown. The patient was advised to finish therapy manually and to report the alarms to the peritoneal dialysis registered nurse the next morning. The proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) the device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the peritoneal dialysis nurse on (B)(6) 2010, who verified there was no patient injury or medical intervention associated with the incident. This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).